Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out due to water leakage from a pinhole. Per additional information via email from ibc on 02dec2021, the event was not a catheter falling out but a malfunction of the sample port, and it was also confirmed that the sample port housing was dislodged on the returned sample.

Event description:
It was reported that the foley catheter fell out due to water leakage from a pinhole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.